Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. The nurse stated that while the bed was being raised an IV pole attached to the bed railing hit the monitor at the bottom, releasing the monitor from the mounting bracket, causing the monitor to fall to the ground sustaining damage. We will consider this a user induced issue caused by hitting the monitor stand with the IV pole, causing the monitor to fall to the ground. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.